Event description:
Reporting status: malfunction. Reporting rationale: mislabeling, which could cause or contribute to pt injury. Device issue: mislabeled. It was reported that while unpacking the device, it was noted that the outside label did not match the actual product in the box. Upon inspection of nine other devices, the same scenario occurred. The outside of the box read asahi prowater 180 part# 12776-01, lot# 090112a171 and the product itself was an asahi prowater 300 part# 14935-01, lot# 090113a171. No additional event or pt info is available. The device is manufactured by asahi intecc co. Ltd medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.